Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. As lot information was unavailable, the product label included in the production record, which is linked to the lot information, could not be confirmed. Therefore, the model #, unique device identifier (UDI) # as well as expiration date could not be obtained. Device evaluation could not be performed because the affected device was not returned. Lot history review of the reported tellus could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information and referring to known similar events, it was presumed that tensile stress generated with microcatheter removal might have been applied on the tip of the tellus microcatheter while the tip was trapped due to anatomical and lesion conditions. Consequently, the tip was torn off. It was concluded that the reported event was not attributed to the product quality. As the device was not returned, it was unable to completely rule out the potentiality that any catheter fragment might be left in the patient anatomy. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] if any resistance or anything abnormal is felt during use this microcatheter, do not continue the manipulation. While paying full attention to possible complications, carefully withdraw the entire system. Always check the position of the distal end of this microcatheter under fluoroscopy. When removing the microcatheter, insert the guide wire in advance. [Malfunctions and adverse effects] separation.

Event description:
It was reported that an asahi tellus microcatheter was used for an embolization in the hepatic artery. The tellus microcatheter was inserted via base catheter. When the tellus microcatheter was removed, a small portion of the tip was missing. It was informed that there was no adverse patient effect associated with this event and the patient was stable and discharged.